Event description:
The stent was intended to be deployed in the lad. The stent was prepared, placed into the guide, then pulled out and noticed the stent was off the balloon. No negative pressure was applied to the pk papyrus delivery balloon. No harm to patient has occurred.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and was subjected to a technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information was sufficient to establish whether a device deficiency contributed to this event. Other information (e.g., the cathlab report and/or the pk papyrus device registration form) could not be obtained. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. The stent is displaced by 6 mm in distal direction and is severely deformed at its proximal end. Microscopic inspection revealed stent imprints on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers on the balloon. Based on the provided documentation, the technical investigation, and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.